Event description:
Customer reported experiencing an infection during his 2-day wear of the adc freestyle libre sensor. Customer further reported experiencing redness and pain at the sensor site and having contact with a healthcare professional who prescribed zinnat (cefuroxime) 500mg oral antibiotic for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report. Serial number was incorrectly documented in the previous follow up #1 report. Serial number has been updated based on the product received and investigated.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an infection during his 2-day wear of the adc freestyle libre sensor. Customer further reported experiencing redness and pain at the sensor site and having contact with a healthcare professional who prescribed zinnat (cefuroxime) 500mg oral antibiotic for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Visual inspection has been performed and no issues were observed. Extended investigation has been performed. Dose audit reports and environmental monitoring reports, including bioburden and endotoxin testing, were reviewed. No abnormalities were found and the investigation showed all processes were effective.

Event description:
Customer reported experiencing an infection during his 2-day wear of the adc freestyle libre sensor. Customer further reported experiencing redness and pain at the sensor site and having contact with a healthcare professional who prescribed zinnat (cefuroxime) 500mg oral antibiotic for treatment. There was no report of death or permanent injury associated with this event.